Event description:
It was reported that during a nephrectomy procedure, the knife and staples did not come out. Another one was used to complete the or. No patient consequence.

Manufacturer narrative:
One device was returned in good visual condition and loaded with an unfired cartridge that was in good visual condition and with the lockout in the normal condition. No functional test could be performed as the firing mechanism was damaged. When disassembled, all of the firing trigger teeth were broken. The returned cartridge was tested for functionality with a test device and it fired conforming . We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.